Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unknown date, the patient started treatment with dianeal pd2 ultrabag (dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial therapy with fortum (1gm, bid, ip) and amikacin (250mg, daily, ip). Dianeal therapy was ongoing as well as treatment with fortum and amikacin. It was unknown if the peritonitis was resolving. The nurse believed that the peritonitis was not related to the dianeal therapy.